Manufacturer narrative:
Device not returned, follow up conversation with company representative.

Event description:
It was reported that a physician implanted an x-stop device into a patient. Three months post-op, the patient reported that the surgery didn't work and knew immediately that something was wrong. The x-stop device was removed and a laminectomy was performed. No additional information was reported.